Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 25cm proximal to the lead tip. The distal lead fragment and a medial lead fragment were returned for analysis. The proximal lead fragment including the connector was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments. Both shock coils were covered from calcified tissue residuals. Furthermore severe extraction damages were noted such as a deformed proximal shock coil and a damaged lead tip with missing fixation tines. In the medial lead fragment no conductor fragments were found. During the electrical analysis, the dc resistances of the received conductor fragments of the distal lead fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was fractured with rising impedances since (B)(6) 2020. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated. Lead was returned (B)(6) 2020.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was fractured with rising impedances since (B)(6) 2020. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.